Event description:
It was reported that a leak was found at medication fill along the inner seam of the medibag. Medibag was not used on a patient.

Manufacturer narrative:
Medibag has a tear on the inner seam. Photos attached. Root cause has not been determined at this time. Unsure if this happened by the end user or during the manufacturing process.